Event description:
Caller stated, after the implantation of a hiossen et 3 dental implant. He has experienced chills, low temperature, broke out in eczema, heart palpitation, tachycardia, numbness of his extremities. Especially at night. He met with his dentist to investigate what the implant is made of. But, the dentist stated, it is 100% titanium. Caller stated, he made his own research and found out the device is not 100% titanium, but consist of a small amount of aloys. Caller is planning to have the device removed.